Event description:
Attorney alleges the plaintiff had pain in the breast region, in the joints of the right side of the body, in the shoulder and arm down to the fingertips, as well as always recurring strong headaches and backaches and pain in the leg joints. Attorney also alleges encystment of the implants and their diminution lead to scarred retraction of the breasts and are also repsonible for the over-pigmentation of the breast, "cosmetically poor state". Attorney states dr alleges that implants are encysted on both sides and hardly palpable anymore, mammillae of the breasts were asymmetrical, had greatly retracted, scars, were over-pgmented and partially necrotic, skin over both breasts had undergone a manifold retraction, and scarred alterations extended to below both mammillae.